Event description:
Patient presented to the physician with wound dehiscence at the ipg chest incision. Physician brought the patient into the operating room, closed the chest incision, and prescribed antibiotics.